Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during an unspecified procedure, the ht command 18 st guide wire was used. After removal, it was noted that the guide wire coating came off. A photo of the device was reviewed and it appears that the polymer coating is broken and stretched. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis were performed on the returned device. The reported polymer separation and stretched polymer coating was confirmed. The reported core break was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Factors that may contribute to separated and stretched polymer include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, based on the information provided, it is unknown what may have contributed to the reported separation. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequently, returned device analysis observed the polymer coating was separated at the master adhesive bond. It appeared that a portion of the separated polymer material was not returned. No additional information was provided.